Event description:
It was reported that customer experienced a cgm error message during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through a complete pump reset, did not experience the cgm error again, and successfully started new sensor session; no additional information was received regarding further outcome of event.